Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost therapy approximately on (B)(6) 2019 and the ipg was nearing end of life. To address this issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively.